Event description:
Received request from the user facility to check out the device due to an adverse event that had occurred. There was no alleged device malfunction. Subsequent info obtained: the nurse's aide bathed the pt at approximately 9:00 am and returned to the room approximately 40 minutes and thought the pt did not look right. The nurse's aide called for nursing. It was reported the circuit appeared to be intact. A nurse reportedly found the circuit, from the device, lying on the floor with no alarm sounding. A pressure alarm was also utilized in line but it is unknown whether or not it sounded. The pt had expired. Later, the user facility staff reportedly turned the device on and an alarm code was displayed in the led window with no associated audible alarm. Facility's biomedical dept tested the device and found the unit to function appropriately.